Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: additional information was provided by the study site indicating the type 3 endoleak was not on a cinc manufactured device. Therefore, the event is no longer reportable. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a patient participating in study protocol 14-11 had a type iii endoleak identified at the five-year follow-up. The patient was an 86-year-old male who weighed 93 kilograms at the time of the endoleak identification. He had history of cardiac arrhythmia, hypertension, and hyperlipidemia. His medical history also included an abdominal aortic aneurysm that had been previously treated endovascularly. A pre-procedure computed tomography (CT) scan with contrast was completed 10 days prior to the procedure on 15jun2017. The CT scan showed a leaking juxtarenal aneurysm with medium iliac angulation and a maximum diameter of 52 mm. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. The patient¿s anatomic measurements were as follows: length from celiac to sma (mm): 15 mm. Length from celiac to right renal (mm): 30 mm. Length from celiac to left renal (mm): 26 mm. Length from sma to right renal (mm): 15 mm. Length from sma to left renal (mm): 11 mm. Length from the lowest renal artery to start of the aneurysm (measured from distal most aspect of renal artery) (mm): 0 mm. Location of start of aneurysm: below renal artery. The patient underwent and endovascular aortic repair on (B)(6) 2018 where the following cook grafts were placed: custom made fenestrated/branched device: rpn: fenestrated-thoracoabdominal-device custom made fenestrated/branched device: rpn: aaa-dist-body-inverted-leg zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-90-zt) placed on the left. Competitor¿s grafts were also placed during the procedure. There were no described difficulties deploying the devices. A CT scan with contrast was performed (B)(6) 2018 (28 days post procedure). The CT scan measured a maximum aneurysm diameter of 45 mm. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. No endoleak was present. There was no evidence of device integrity issues or separation of components. No evidence of migration was present. On (B)(6) 2018 (72 days post procedure) the patient attended his first follow-up visit. (B)(6) 2019 (343 days post procedure) a CT scan without contrast was performed. The CT scan measured a maximum aneurysm diameter of 43 mm. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. No endoleak was present. There was no evidence of device integrity issues or separation of components. No evidence of migration was present. The patient attended his second follow-up visit on (B)(6) 2019 (345 days post procedure). The CT scan for the follow-up visit was completed on (B)(6) 2019. On (B)(6) 2020 (704 days post procedure) the patient attended his third follow-up visit. A CT scan with contrast and an ultrasound were performed on the same day as the visit. The CT scan measured a maximum aneurysm diameter of 51 mm. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. No endoleak was present. There was no evidence of device integrity issues or separation of components. No evidence of migration was present. The ultrasound measured a maximum aneurysm diameter of 49 mm. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. No endoleak was present. On (B)(6) 2021 (1131 days post procedure) the patient had a CT scan without contrast completed. The CT scan measured a maximum aneurysm diameter of 48 mm. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. No endoleak was present. There was no evidence of device integrity issues or separation of components. No evidence of migration was present. On (B)(6) 2023 the patient had a CT scan with contrast completed for the upcoming follow-up visit. The CT scan measured a maximum aneurysm diameter of 68 mm. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. There was no evidence of device integrity issues or separation of components. No evidence of migration was present. However, a type iii endoleak at the ¿universal distal body and the iliac leg graft¿ was identified. On (B)(6) 2024 (2027 days post procedure) the patient attended a follow-up visit. No further information has been provided regarding the event or the patient outcome at the time of this report. The subject of this report is the type iii endoleak involving the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-90-zt) that was placed on the patient¿s left.

Event description:
Additional information was provided on 06mar2024 indicating the type 3 endoleak could be from the left renal artery stent which does not appear to be properly seated. However, additional information received on 08mar2024 stated that currently, there is no clear identified origin of the persistent endoleak. No particular calcification was noted at the site of the 3b endoleak.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.